Manufacturer narrative:
The device was not returned for investigation. The specific lot number of the device used during this procedure was not reported to calyxo; however a lot history review (lhr) of all devices shipped to the account was performed which confirmed that there were no non-conformances during the manufacturing process that could be related to the reported event. The review indicated that these potential lot numbers met all design and manufacturing specifications when released for distribution. It was reported that a patient underwent a ureteroscopic stone removal procedure utilizing the cvac aspiration system, which was completed without intraoperative complications. In the post-anesthesia care unit, the patient was presumed septic and presented with tachycardia and hypotension. As a result, the patient was admitted for approximately five days and was discharged in stable condition. While the treating physician did not definitively attribute the event to the cvac system, sepsis is a recognized risk associated with ureteroscopic (urs) procedures, with an incidence of approximately 5% reported for urs procedures per bhojani et al. Sepsis prevalence and associated hospital admission and mortality after ureteroscopy in employed adults. Bju int. 2023 aug;132(2):210-216).

Event description:
On (B)(6) 2025, a patient underwent a successfully completed ureteroscopic stone removal procedure with the cvac aspiration system. A week prior to the procedure, the patient was under the care of infection disease for pyelonephritis. The patient received a stent and was treated with oral antibiotics until the day of surgery. The patient was cleared by infectious disease to undergo the cvac procedure. The procedure itself was uneventful; fluid in the kidney was normal without the presence of high viscosity and no evidence of continuous pressure excursion. Following the procedure in the post-anesthesia care unit (pacu), the patient presented with tachycardia and hypotension. The patient was admitted for presumed sepsis and treated with IV cefepime. The day after the procedure a urine culture was performed that was negative. Approximately 5 days later, the patient was discharged in stable condition with oral antibiotics. The physician stated that there was no way to know for sure if cvac caused or contributed to the event.

Manufacturer narrative:
The manufacturer's investigation is currently in progress.